Event description:
This ra was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 11/09/2016 stating that his lead was involved in an infection. The physician was dr. (B)(6) at (B)(6). No other information is this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).